Manufacturer narrative:
Complaint code was updated, corrected to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been fully updated and should be considered the representation of the reported event.

Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device kink was most likely patient related due to tortuosity of vessels.

Event description:
The short sheath was not used by the physician. We started with the long sheath knowing the tortuosity and the peel away sheath was kinked when the dilator was removed. The physician did not want to try using the short peel away for the risk of the same thing happening.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported that a peel away sheath kinked right after the introducer was taken out due to tortuosity of vessel. A long peel away sheath was used to straighten the artery and bypass endovascular aneurysm repair (evar) stent but peel away sheath kinked as soon as the dilator was taken out. No damage done to artery but unable to use for impella.